Event description:
Following a magnetic resonance imaging (MRI), the device as found to be in backup vvi mode (bvvi) with high voltage therapy disabled. The cause of the event was due to the device not being programmed into MRI mode prior to the MRI. Technical support was contacted and the device was reprogrammed to resolve the event. The patient is stable with no consequences.